Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis. The customer was disconnected from the insulin pump and was on shots. The customer stated that in the afternoon she drank coffee with no sugar and vomited. The customer took a nap, and then drank a crystal light, but she threw up again and fell weak. The customer stated that she was taking chicken broth all day and kept throwing up. Then her husband took her to the emergency room. The caller stated that she attempted to get her readings, but the blood glucose meter would not give her the readings. The customer also gave herself a bolus, but her glucose level did not drop. No further information was provided.